Event description:
Additional information stated the patient¿s ins was off and the patient programmer was showing the device was on and the physician programmer was showing the device was off. It was also stated that this was ¿the second time it had happened that year.¿ it was reported the patient was ¿falling 2-3 times per day.¿ it was further reported the patient¿s ¿voice changed¿ and she was ¿experiencing symptoms of mental illness.¿ it was noted these symptoms started ¿(B)(6)¿ of 2012. The patient was reported to be ¿cranky¿ and to ¿bounce off the walls in her house.¿ it was stated the patient would ¿drag her walker down the hallway and all of a sudden bam right into the side of the wall.¿ the patient¿s husband reported his wife was ¿in very, very bad shape.¿ additional information stated the patient programmer was ¿worn out and not working.¿ it was reported that when the patient ¿walked through the department store, those batteries went off completely." It was stated the batteries would go "off and on." It was noted the patient¿s device was ¿off for 10 days and they did not know.¿ the patient additionally noted they were ¿not able to adjust stimulation" and that her physician stated her implant was depleted.

Event description:
Additional information stated the patient's right ins was replaced. It was noted the right ins system was ¿normal.¿

Event description:
It was later reported the patient is repeatedly falling. It was noted the patient fell the day of report and 'smashed their mouth up' because they fell and hit their mouth on the table when their leg gave out 'because of the deep brain stimulation.' It was noted the patient had to get 10 stitches. It was also noted the patient was getting 'worse and worse.' Approximately a month ago the patient went to their health care provider and the doctor found out the battery had been off for a week. Caller stated the patients programmer indicated the implantable neurostimulator (ins) was on. It was noted the caller was not happy with the device and stated 'the tester wasn't working, and they didn't know why it was off for a whole week.' Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2012-10671. It was unclear which device the symptoms were associated with.

Manufacturer narrative:
Product ID 7438, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's battery shut off on an average of once a week and she was constantly falling and tripping. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# b)(4), implanted: b)(6) 2007, product type: implantable neurostimulator. Product ID: 748251, serial# b)(4), implanted: b)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0214131v, implanted: b)(6) 2002, product type: lead. Product ID: 748251, serial# b)(4), implanted: b)(6) 2002, product type: extension. Product ID: 7438, product type: programmer, patient. Product ID: 3387-40, lot# j0211551v, implanted: b)(6) 2002, product type: lead. (B)(4). Information was previously reported in manufacturer¿s report number: 3004209178-2009-00789 and 3004209178-2009-00791 is being captured in this manufacturer¿s report number, going forward any additional information received will be reported under this manufacturer¿s report number. Information omitted regarding interaction with security devices, information is being captured in a separate event see manufacturer¿s report number: 3004209178-2014-03938 and 3004209178-2014-03939.

Event description:
It was later reported that the patient had not had any falls until after the battery replacement, she had not fallen in 6 years prior to the date of this report and then had started falling the day after. It was noted that the patient's husband was getting burnt out and his wife had been brained washed in 1999-2000 about having the deep brain stimulator surgery. The patient had been in recovery for 18-19 hours after the surgery. Caller thought it was a waste of money. It was noted that the patient's husband had called a thousand times and in 2001 everything was fine for those 5-6 years until 2007 right after they replaced the first battery. It was further noted that after the 2007 replacement they had noticed there was no wear on the one battery that was supposed to be replaced. Patient had 2 batteries in her. In 2013 there was no wear on one of the batteries so they had not replaced it in 2013. It was noted that for some reason that was what her problem was and that is why the patient had started falling in 2007 again. The caller stated he was in hardship. Between 2001 and 2007 the patient had not fallen once and after 2007 the patient was falling 3-4 times a day for 5-6 years. Patient thought it had something to do with surgery. Patient's husband had talked to the healthcare professional 5 times. Caller stated that nobody cared about the patient. Patient had not fallen once between 2001 and 2007.

Event description:
It was noted the patient had "trouble" going through security scanning devices.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387-40, lot# j0211551v, implanted: (B)(6) 2002, product type: lead. Product ID 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7438, product type: programmer, patient. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387-40, lot# j0211551v, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387-40, lot# j0211551v, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that the patient was not doing well. The patient was "doing the same falling." Patient loses her balance, crosses her feet and her legs freeze causing her to fall. It was noted that this had been going on for ten years prior to the date of this report. The patient would fall 2 or 3 times a day. It was noted that as a result of the falls the patient had to have knee replacements and knee cap surgery. The patient had a walker but if she had to grab or anything she fell. It was noted that when the first implant was put in 2002 it had helped with her walking. The battery was replaced in 2007 and it "did good" for about a week and then the patient all of a sudden started having trouble walking. In 2013 one of the batteries was replaced but the other had shown no wear and it was unknown how or why. The device did help with the patient's tremors. The patient did not know if she wanted the lead fixed because she had been in the hospital for 2 weeks and spent 3 months in a nursing home recovering. It was noted that the right battery was the one that was replaced in 2013 and the left was the one that had shown no use, left battery was like brand new.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3387-40, lot# j0211551v, implanted: 2002-(B)(6), product type lead product ID 3387-40, lot# j0214131v, implanted: 2002-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced ¿a loss of therapeutic effect.¿ it was reported the patient¿s physician stated the battery had been ¿off more than it was on¿ and that the battery had been ¿off for five years on average.¿ the exact meaning of the second statement was unclear. It was noted the patient ¿had troubles with their devices¿ since implant. The patient reported she had ¿been falling more than she had been standing and had bruises up and down her body.¿

Event description:
Additional information stated the patient was told their batteries had been off for five years and there was ¿nothing wrong with it.¿ it was reported the patient was told by one healthcare provider that their right battery was ¿dead¿ and another healthcare provider that their left battery was ¿dead.¿ it was also reported the patient used their patient programmer and it told them that both of their batteries were on. It was noted the patient was upset and frustrated and sounded confused. Reportedly, the patient hada replacement surgery scheduled for (B)(6)-2013.

Event description:
Additional information received reported that the patient had a battery replaced recently and the healthcare provider (hcp) only replaced one side. The reporter stated that the hcp refused to replace the other battery because "the other one was not being used because of the situation that...it was "new" and had not been hooked up for some reason." The reporter stated that the patient had been falling and she had to have her knee cap replaced this year because of her falls. The reporter stated that the falls started "right after the battery was not being used in 2007." The patient fell four times a day, seven days a week.